Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and upon insertion, the lens was noted to have unfolded upside down. The lens was removed and the back-up lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.